Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.